Event description:
A customer contacted stryker to report that their device would unexpectedly loose power. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A customer quality engineer reviewed the electronic device records and verified that the device went to a "not ready" state and has logged an event code which caused that the device shutdown when a shock needed to be delivered. The customer's device was scrapped by stryker. The customer received a replacement device.

Event description:
A customer contacted stryker to report that their device would unexpectedly loose power. There was no patient use associated with the reported event.